Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws." (B)(4).

Event description:
It was reported that patient underwent primary hip arthroplasty utilizing a bone screw on (B)(6) 2011. During the procedure, the screw head fractured off as the surgeon was attempting insertion of the screw into a pre-drilled hole. The fractured head was retrieved and the remaining portion of the screw remains in the patient's bone. A smaller screw was available for use and was implanted in a different position. There was no injury to the patient or delay to the procedure as a result. No further information has been provided to date.